Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports transmitter is not holding charge. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was charged for up to 2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 0.7 v. In conclusion, unable to charge unit due to depleted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device unable to charge. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light is solid green for more than 15-20 seconds. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. Updated summary :- product mmt-7841 was returned for analysis.